Manufacturer narrative:
Returned device was received in good physical condition. No evidence of reported problem in event log was found. During the evaluation of the device, the reported problem was able to be duplicated. A calibration and functional test was performed and no fault was found with the system. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical cadd-solis vip pump was under infusing. At the end of infusion, when the patient returned to the hospital, the residual volume of chemotherapy varied from 25ml-40ml. There were no reported adverse events.